Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on the right side due to the electrodes. The area is described as red with broken skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed dermogen cream by a physician for the irritaiton. Patient was remeasured and given larger garments by the distributor. Follow up indicated that the skin irritation has improved